Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation in good condition. The customer's stated product problem was verified. The investigator inspected the pump and it alarmed error code 104. The error code 104 was referenced to a motor issue. Further investigation of the pump determined that the motor was defective. This was established as root cause of the product problem. The motor was replaced as a result.

Event description:
It was reported that the device displayed a system fault error during testing.